Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. In section h6 additional code- investigation finding was missed to capture in previous MDR, which is updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found there were no signs of contamination on the outside of the device. The manufacturer visually inspected the device internally and found there was no evidence of sound abatement foam degradation, there were no signs of an unknown dust contaminate in the blower box. The manufacturer visually inspected the device and found secondary findings there is evidence of water ingress on the blower and blower box. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, there were signs of an unknown dust contaminate in the blower box. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.